Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 5f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the foot did not retract completely when the lever was closed after suture deployment. When attempting to remove the device, the foot became entangled (stuck) on the suture and the device could not be removed. A cut down was performed to remove the device. The sheath was upsized to a 12f and the aaa procedure was performed. Hemostasis was achieved with surgical suturing. A clinically significant delay occurred due to the need for cut down surgery. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty to close the foot was not confirmed based on return device condition and the foot deployment and retraction were verified via manually opening and closing the lever with no difficulty noted. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to the inability to retract the foot and device entrapment, include, but not limited to tissue or suture caught in foot. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.